Manufacturer narrative:
Isi has not yet received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a mcs tip cover accessory installed on a mcs instrument allegedly fell inside the patient and was retrieved in a subsequent surgical procedure. At this time, the root cause of the customer reporter failure mode is unknown.

Event description:
It was reported that after completion of a da vinci-assisted surgical procedure, the nurse could not find the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument. The nurse later reported that the mcs tip cover accessory had fallen inside the patient and was not retrieved. The procedure was completed robotically. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the reported issue was identified while the patient was still in the operating room under anesthesia and after the da vinci-assisted surgical procedure was completed, and incision ports were also already closed. The surgical procedure was a para-aortic lymphadenectomy. There were no issues with the functionality of the mcs instrument during the procedure. A fenestrated bipolar forceps and cadiere forceps instrument were in use at the time of the event. It was noted that instrument collisions had occurred, but were not drastic. The mcs instrument did not come into contact with hard material during the procedure. An x-ray was performed in order to locate the mcs tip cover accessory prior to performing a separate laparoscopic procedure to retrieve it. The secondary laparoscopic procedure was performed by a different surgeon. However, the same robotic incision ports were re-opened and used to retrieve the mcs tip cover accessory with hand-held laparoscopic instruments. There was no injury, adverse effect or outcome to the patient as a result of this event. The patient has been discharged and is doing well. No post-operative complications have been reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate nor confirm the reported issue. The mcs tip cover accessory was installed on an in-house instrument and driven on an in-house system. The mcs tip cover accessory did not fall off the instrument and there was no damage found. Isi obtained the following information about the complaint: the mcs tip cover accessory was installed with the installation tool. The mcs instrument was removed during the procedure with the articulation of the mcs instrument straightened. The surgical staff did not feel any resistance when removing the mcs instrument through the cannula. While the mcs instrument was being removed, the mcs tip cover accessory fell into the patient. The patient was administered additional anesthesia of 90 minutes.